Event description:
According to the reporter: the lower arm of the device was about to break. It was secured with thread and left in place on the pt.

Manufacturer narrative:
Initial report sent to FDA on 02/12/2009.